Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally initiated the change cartridge sequence. Tandem technical support guided the customer through priming the tubing, and the customer received a minimum fill message. Customer was unsure how many units were left in the cartridge during troubleshooting with tandem technical support. Contact declined further assistance with tandem technical support. Customer had elevated blood glucose (bg) levels (275 mg/dl). Customer delivered a bolus to address elevated bg levels.